Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. Further inspection of the returned device did not confirm the customer¿s complaint of ¿ angulation play.¿ the angle wires were found stretched. The evaluator listed minor cosmetic damage on the scope (scratches, dents and wear). An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that scope¿s elevator exhibited play in the up, down, left, right directions. The unit was returned to olympus for evaluation and foreign material was noted on the scope¿s elevator. This report is being submitted to address the foreign material noted on the elevator during evaluation. There was no patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the forceps elevator had foreign material because it was inappropriately reprocessing by the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Additional information has been received from the customer. Correction is being made for information on instruction for use (IFU) not included in the supplemental report submitted and the g3 date of the initial MDR. This supplemental report is being submitted to provide this information. The g3 date of the initial MDR should be dec 9, 2021, and not dec 12, 2021. Customer provided information on their reprocessing method. After pre-cleaning or bed side cleaning, mh-507 cleaning brush is used at distal end with elevator in up and down position. Then bw-20t channel cleaning brush is used for channel cleaning, and then again mh-507 cleaning brush is used for biopsy port and suction cylinder cleaning. After that maj-1534 is used for forceps elevator and under forceps elevator cleaning along with flushing the same with 20 ml syringe. Disinfectant used is glutaraldehyde 2.5% solution. In addition, all the steps are performed manually in liquid container tub. Statements of the IFU: IFU(reprocessing manual) states: insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope as below: all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. IFU (reprocessing manual):manual cleaning: brush the forceps elevator states the details of reprocessing method of forceps elevator and around there. User can detect the suggested event because IFU (operating manual): inspection of the endoscope specifies foreign material of forceps elevator during inspection prior to use. Moreover, returning the endoscope for repair instructs to clean device before returning for repair. Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus.

Event description:
Addendum jun 13, 2022: customer reported issue occurred during reprocessing.